Manufacturer narrative:
The case description states that the user was not able to turn their controller. The controller originally did not turn on and was plugged in to be charged. After allowing the controller to charge, the controller successfully powered on. Log files show that the device was turned off on the date of occurrence and was not turned on after, until the controller was received for investigation. Inspection of the log files show that the controllers battery was able to hold a charge for the expected amount of time and was able to increase battery level when plugged in. No problems were found with the returned controller and the available log files that would cause the controller to fail to turn on.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 317 mg/dl. For treatment, the patient was given fluids, anti-nausea medication, insulin and diagnostic tests. The patient was discharged after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.